Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50 serial # (B)(4) description: linear 3-4 lead 50cm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the lead incision site. The patient's symptoms included fever. The physician believes the infection was procedure related and not device related. The patient was given oral antibiotics and will not be explanted at this time.